Event description:
Caller reported that the cartridge was not fitting properly on the pump as it was not fully snapped into place. There was no reported adverse impact on the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Technical support guided the caller in inspecting the pump and removing the o-ring causing the issue, which allowed the cartridge to be reloaded successfully, enabling the caller to resume insulin therapy.